Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leakage the indwelling needle was injected at 8:30 a.m. On (B)(6) 2025, and the next day, on (B)(6) 2025, at 9:10 a.m., during the infusion, the paramedic flushed the indwelling needle and found that the end of the needle was leaking, so the indwelling needle was replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review(lot#2137660): 1)this batch of products were assembled at intima ii auto line 4 in may 2022, and packaged at r240 package line in may 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed; no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.